Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured and a vertical crack was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported.